Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) reported a burning smell and smoke coming from the machine on (B)(6) 2017. There was no fire or spark reported when asked. There was no reported patient involvement. The biomed tech stated the pump assembly and upper power supply were subsequently replaced. The machine was not operational. Additional information regarding the event was requested.

Manufacturer narrative:
Operator of device: health care professional. Occupation: other - biomedical engineer plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) reported a burning smell and smoke coming from the machine on (B)(6) 2017. There was no fire or spark reported when asked. There was no reported patient involvement. The biomed tech stated the pump assembly and upper power supply were subsequently replaced. The machine was not operational. Additional information regarding the event was requested.